Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the double air hose device leaked air on all connections, and the interior hose was ruptured at the handpiece coupling side. It was further observed that the coupling itself was rough running, and was able to connect to a motor device, but was not tight. It was further determined that the device failed pretest for general condition, check handpiece coupling, check outer hose, internal pressure test, and external pressure test. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.